Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
Received information regarding a cartridge alarm 19 during bolus delivery. Customer's blood glucose level was over 300 mg/dl with small traces of ketones. The customer was able to load a new cartridge successfully and administer a correction bolus.